Event description:
It was reported by the customer to the emergency support program. Nurse called to request assistance with a gas loss alarm. Nurse stated the pump had been in standby for 10 minutes. (B)(6) performed proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. Reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 5. During our discussion, the pump alarmed gas gain. (B)(6) had performed proper troubleshooting again. (B)(6) also encouraged her to check all the connections on the helium tubing to ensure they were connected. The pump alarmed gas loss again, and she resolved the issue. (B)(6) had her decrease the augmentation level by 2. (B)(6) explained if the pump alarmed gas loss or gas gain again, then she would need to exchange the pump. (B)(6) encouraged her to call me directly should it occur. (B)(6) collected product surveillance information. (B)(6) did not receive another call back from (B)(6) on my shift.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h11 corrected fields: b5, d1, d4 version/model number, catalog number, UDI number, expiry date it was reported by the customer to the emergency support program. Nurse called to request assistance with a gas loss alarm. Nurse stated the pump had been in standby for 10 minutes. (B)(6) performed proper troubleshooting: verify the helium tubing had no blood or discoloration. Press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. Reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 5. During our discussion, the pump alarmed gas gain. (B)(6) had performed proper troubleshooting again. (B)(6) also encouraged her to check all the connections on the helium tubing to ensure they were connected. The pump alarmed gas loss again, and she resolved the issue. (B)(6) had her decrease the augmentation level by 2. (B)(6) explained if the pump alarmed gas loss or gas gain again, then she would need to exchange the pump. (B)(6) encouraged her to call me directly should it occur. (B)(6) collected product surveillance information. (B)(6) did not receive another call back from (B)(6) on my shift.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by nurse (B)(6) that a gas loss alarm on an iabp pump that had been in standby for about 10 minutes. After initial troubleshooting steps, the pump resumed normal function, but during the discussion, it alarmed for gas gain and later gas loss again. (B)(6) verified helium tubing integrity, checked all connections, and decreased the augmentation level by 2, which resolved the issue temporarily. I advised that if gas loss or gas gain alarms recur, the pump should be exchanged. There was no harm reported.